Manufacturer narrative:
No evaluation possible at this time. The implants have not been removed from the patient nor have the identifying lot number(s) been provided.

Event description:
Post op x-rays found that one, maybe two set screws are beginning to back out. As of right now, no revision surgery is expected. The invictus spinal fixation system was originally implanted on (B)(6) 2019.